Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced some heating/warmth when charging the ipg. Subsequently, the patient's physician replaced the patient's ipg with a new one.

Event description:
Follow up information received identified the patient no longer has heating while charging after replacing the ipg.